Event description:
The customer reported to olympus, that the evis lucera ultrasound gastrovideoscope puncture needle could not be withdrawn. The event occurred during preparation for use, prior to an ultrasonic puncture therapeutic procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, keytop switch broken, operating up/down knob, right/left knob will rotate simultaneously, play issue occurred during angulation, 5cm slight scratched at the inner wall of the ch-tub, suction cylinder worn, and probe discolored. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced - no further presumption could be established on the cause of the suggested phenomenon. The reported phenomenon ¿puncture needle cannot be withdrawn¿ was not confirmed. Olympus will continue to monitor field performance for this device.